Event description:
Prior to beginning of the ptca procedure, after the sheath was in place, the patient experienced an anaphylactic reaction and pharmaceutical intervention was necessary. The user facility is not convinced the sheath is the root cause of the anaphylactic reaction. The patient fully recovered. The device has been discarded.